Manufacturer narrative:
(B)(4). Sent: 7/7/2023. D4 batch #: x94d5m. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the lower electrode missing and it was not returned. It is possible that the electrode may have come off during transport to the analysis site. The device was connected to the generator and it was recognized. However, due to the condition of the device, not all functional tests could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. A manufacturing record evaluation was performed for the finished device batch x94d5m, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure the pad was broken during case.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? : no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer shows the jaws of an enseal device with the electrode delaminated. Image 2: the image provided by the customer shows an enseal handle. The batch and serial could be seen as x94d5m, (B)(4). Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.